Manufacturer narrative:
The customer¿s report that the t-connectors are breaking at the male luer end on model me1227 was not confirmed. Visual inspection of the set noted no damage or any anomalies. The male luer spin collar of both of the non-bd sets was damaged and had broken off from the remainder of the set (1) or was lodged in the bd connector (2). Functional testing was deemed unnecessary since the failures (broken male luers) were observed on the non-bd t-connectors. The root cause was not identified.

Event description:
The customer reported a general complaint that during continuous infusions on pumps, the t-connectors are breaking at the male end where it connects to the line during fluid changes of hyperalimentation/lipids. The part that screws in is splitting in half and breaking off. There was no patient harm.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a general complaint that during continuous infusions on pumps, the t-connectors are breaking at the male end where it connects to the line during fluid changes of hyperalimentation/lipids. The part that screws in is splitting in half and breaking off. There was no patient harm.